Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a patient underwent an implant of a 19mm epic valve on (B)(6) 2018. During a recent follow-up visit in the clinic, echocardiogram was performed was performed revealing severe aortic regurgitation, thickened cusps and calcification of the leaflets was noted. A reduced mobility with restricted ability to open and peak gradients of 73mmhg and 44 mmhg were reported. It was noted that there was plans for surgical intervention and valve replacement but currently the patient was being managed with medication. No additional information was reported.

Manufacturer narrative:
An event of aortic regurgitation, thickened cusps and calcification was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.